Event description:
Boston scientific received information that the pacemaker and a competitor right ventricular (rv) lead exhibited loss of capture (loc) resulting to two to three seconds of asystole. High, out-of-range pacing impedance measurement greater than 2,500 ohms were also noted on a competitor right atrial (ra) lead in bipolar and unipolar configurations due to a suspected lead fracture. Their p-waves are 0.6 mv and device is sensing half the time. So the boston scientific field representative programmed atrial sensing from 0.5 to 0.25 mv to try to sense more p-waves. The patient had an atrioventricular node ablation and device was programmed ddir due to chronic atrial fibrillation (af). Additional information was received from a local field representative indicated that the physician speculated that the loss of capture (loc) was due to the patient¿s condition. Plan is to keep the patient on monitor in the hospital. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.